Event description:
It was reported that externalized conductors were noted on the lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form received.